Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received an alert for secure sense. Review of episode noted ventricular extrasystole. The physician programmed off secure sense alert function.